Event description:
Neurosurgery attending physician reports that the perforator bit did not stop automatically as it should when it went through the bone. Two burr holes made and same issue with both burr holes. The perforator was changed. There was no further issue with the replacement. Manufacturer response for perforator, (brand not provided) (per site reporter), no response to date.